Event description:
While caring for pt in need of transcutaneous pacing, pacing pads were placed and pacer activated. Machine failed to deliver pacing energy and/or capture an electrical rhythm for pt. Device advised about lead placement which was appropriate. Pt subsequently died despite otherwise aggressive acls mgmt of case. Pt pacing cables were accidentally cut at hosp by staff.